Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was investigated in the service repair shop (B)(6). The device history was read out and analyzed. The pump was turned on the (B)(6) 2020. The drug noradrenalin 0.2mg was selected from the drug library and the syringe b.braun ops 50ml was selected. The infusion was started at 08:23am. On the (B)(6) 2020 (date of incident) the infusion rate of 3ml/h and 2.8ml/h were set at 04:00pm. The pump was turned off at 05:33pm. No technical malfunctions occurred during the therapy a visual investigation was performed. During the visual inspection of the perfusor space, the technician seal on the lower housing as well as all cover caps of the screw pillars were available and undamaged. The device showed age related signs of wear and tear. The p2 connector was damaged by liquid. The functional test was performed. The device passed the self test with a positive result. The syringe, which was insert for functional test, could be successfully identified and selected in the pump menu. It was possible to bring the pump in operation. A long term test was performed without any malfunction. The delivery accuracy of the pump was checked (rate 5ml/h). The determined value +0,82% was within specification (+-2%) (according to en iso 60601-2-24). The device was disassembled. No damages could be found. The complaint could not be confirmed. No technical malfunction could be detected during the investigation of the device history and the measurement of the delivery. The device works according the specification. A product deviation could not be detected.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). The device is still in the investigation process. If an investigation report available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "rate fluctuates". Customer information: patient received drug noradrenalin 0,2 mg/ml with a entered flow rate of 9 ml/h. Patient had extreme blood pressure fluctuations. After change of the infusion pump no further fluctuations could be detected.